Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed sustained supraventricular arrhythmia which needed a direct current cardioversion or medication. The patient also developed major bleeding. On (B)(6) 2023 the patient was admitted for arrhythmia and bleeding. The arrhythmia was not thought to be device related. The bleeding was found in the upper gastrointestinal tract through endoscopy. The patient was transfused. The patient had a history of lesion or condition in the organ site that could potentiate bleeding. The patient had a blood induce fever cause by proton pump inhibitor (ppi) which was then switched to an h2 blocker. The bleeding was thought to be therapy related as aspirin was administered since the pump implant caused a gastric ulcer. The patient was discharged on (B)(6) 2023.